Event description:
Patient was receiving "glucerna" formula per gastrostomy tube with pump programmed at 75ml at 2200, noted to be 720ml of formula in the nutrition bag (easy-feed enternal nutrition bag). At 2330, bag was empty. Feeding was held until 0330, then restarted. Patient began coughting and wheezing and found to have rrl pneumonia on x-ray. Improved after respiratory treatments and o-2. Evaluation by preventative maintenance tech could not reproduce event, the knobs below athe rotor were tightdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: other, other. Conclusion: device failure directly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.